Manufacturer narrative:
Inspection of the unit found an open zipper slider on the patient access window. Posey beds are multi-use, serviceable items. As such, it is anticipated that the units may occasionally require repair, and as part of standard care the beds should be inspected prior to use. If damage is noted during these routine bed inspections, the unit should not put into use with a patient and should be returned to posey for servicing. If the zipper slider body is bent open (i.e., the mouth is wider than manufacturing specifications) it can prevent the slider from properly engaging the zipper teeth. In areas where the slider engages the teeth, the zipper is secure and cannot be opened. However, if the teeth do not engage it can potentially leave an unsecured area. Applying pressure directly to the unsecured area will reveal the breach, which is why the user manual advises caregivers to apply direct pressure along the entire length of the zipper. In order for an open slider to potentially contribute to patient egress, the following must occur: the slider does not engage the teeth, the caregiver does not properly check the zipper prior to leaving the patient unattended, and the patient identifies the unsecured area and exits the bed. Following the IFU and standard servicing protocols, the user can identify any open sliders prior to use and return the bed for repair. In this case, there was no impact or consequence to the patient and the canopy was returned for servicing when the zipper issues were identified. Although the cause of the open slider cannot be confirmed, it is possible that an excessive amount of force was applied to the pull tab, which could have bent the slider body open. Of note, the canopy was 30 months old since its last service. Service issues are trended and reviewed by management on a monthly basis. As part of this monthly review, trends and excursions above control limits will be assessed, documented and acted upon as warranted. No corrective or preventative actions are necessary at this time. (B)(4).

Event description:
Customer reported the teeth will not stay aligned when the zipper is closed. Customer reported damage to the teeth and slider. No patient incident or injury was reported and the date of the discovery is unknown.